Manufacturer narrative:
There is no indication of a performance issue with the reagent since the qc was within ranges. The alarm trace did not show any abnormality. The field service engineer cleaned the sipper nozzle and the vacuum nozzle. He then performed an ise check and precision studies and they were within specifications. Qc was performed and it was within the customer's range. The service actions (replacing the probe, cleaning the sipper nozzle and the vacuum nozzle, and flushing the system) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The na electrode lot number was apu59 with an expiration date of 05-aug-2025. The cl electrode lot number was akc85 with an expiration date of 21-may-2025. The customer stated that the qc recovery was acceptable. The field service engineer found that the probe was clogged. He replaced the probe and flushed the system. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient plasma sample tested on a cobas pro ise analytical unit when compared to a different cobas ise analytical unit. Results for the following tests were affected: sodium (na) and chloride (cl). Na: initial result: 166 mmol/l. Repeat result: 151.4 mmol/l (tested on another ise). Cl: initial result: 121 mmol/l repeat result: 109.2 mmol/l (tested on another ise). The physician questioned the initial results and the sample was then repeated. The repeat results were deemed to be correct.